Event description:
The user facility reported that during a diagnostic colonoscopy, the users hear a popping sound and the light source shut down, resulting in the early termination of the procedure. The physician was able to withdraw the colonoscope from the patient without incident. The procedure was rescheduled as no other light source was available. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Upon receipt, the unit would not power on. The evaluation isolated the difficulty to a failure on the power supply board. The evaluation also found thermal grease smeared on the surfaces of the glass xenon lamp, and the light output was low. The device has been serviced and returned to the facility. This report is being submitted as an MDR in an abundance of caution.